Manufacturer narrative:
An event of chest pain, pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted without issue. There lobe of the device was recaptured one time. And there was no difficulty noted during implant. There was no pericardial effusion seen before or after the implant procedure. An echocardiogram was performed and showed an unspecified trivial pericardial effusion. The patient was discharged home the following day on (B)(6) 2023. On (B)(6) 2023, the patient presented to a local hospital for chest pain that had begun on (B)(6) 2023. It was confirmed via echocardiogram that the patient had an unspecified pericardial effusion that led to cardiac tamponade. A pericardiocentesis was performed and 700cc of fluid was drained. The patient's eliquis and aspirin medication were withheld after the pericardial effusion was noted. The patient's eliquis medication was restarted following discharge of the patient and aspirin will be started again in 30 days. The patient was stable and discharged at the time of report. The cause of the pericardial effusion is believed to have occurred from the stabilizing wires of the 22mm amplatzer amulet occluder coming in contact with the pulmonary artery, but this was not confirmed.